Manufacturer narrative:
Expiration date - (B)(6) 2021; implanted date: device was not implanted; explanted date: device was not explanted; (B)(6). Initial reporter occupation - clerk. The actual device has not been returned for evaluation. Therefore the investigation was based on the photo received and retention samples. Based on the result of the investigation, the root cause of the complaint could not be determined. As per tc verification, 8 out of 22 pieces were confirmed with damaged bottom film. The film was noted with slit cut and crumpled bottom film near the hub. However, we have established our process in which defect similar to damage to package will be trapped during boxing process and overall inspection. Verification of retention samples was confirmed free from any defects. There were no holes, scratch, tear or any damage related defects that may contribute to damage on blister packaging. We have proper loading of top film and bottom film in our packaging machine. Also, prior using the top and bottom film for mass production, we visually check the blister film for any tears. Furthermore, our assembled needles are packed with bottom film and top film in an automated process. No sharp edges were on the blister packaging machine that may cause damage on product and package. Prior shipment, qc performs outgoing inspection to check the overall condition of the needles and its packaging. No similar defect was found. Thus, the lot is shipped in good quality. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a plastic area of the blister package (bw) was damaged. Therefore sterility could not be guaranteed. There was no patient involvement as this occurred pre-treatment.